Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unknown. Additional information, including the model and lot number have been requested. Should it become available a supplemental MDR will be submitted. (B)(4).

Event description:
This event was found through a review of the medtronic in.pact clinical study. The patient was previously treated with balloon angioplasty in the proximal/mid left sfa in (B)(6) 2012. The patient returned due to restenosis in the proximal/mid sfa and underwent pta with an evercross, and then 2 idev supera stents were deployed in overlapping fashion. After the two stents were deployed, there was residual narrowing of the very proximal sfa and a slight dissection was also observed. On (B)(6) 2012, the patient experienced 100% occluded left sfa in the very proximally placed stent. Catheter directed thrombolytic infusion of the left sfa was performed. Residual stenosis and a combination of the dissection throughout the previously stented segment (at least 80% stenosis and flow limiting) was observed. On (B)(6) 2012, residual stenosis and dissection/clot was noted in the previous stent (idev). High grade stenosis in the distal lsfa 60-70% (not previously stented) and a dissection flap versus clot versus combination dissection/clot in ostial lsfa (80%-90%) was observed just above prior placed stent. As a result, the patient had rheolytic thrombectomy with angiojet via multiple passes throughout the lsfa. Then pta of the prior stented segment with a pta balloon. Then pta of the more distal sfa was performed. Because of 40% narrowing, the more distal sfa was stented with an everflex stent (6x40). Post dilatation was performed several times. Pta of the left sfa (lsfa) at the ostial portion was performed. After pta of the lsfa ostiol portion there was residual narrowing (likely a dissection flap with an element of thrombus) requiring stenting. An additional everflex stent (6x30) was deployed at the ostium of the lsfa. After the everflex stent to the ostium, there was no dye stain, brisk flow, no significant residual stenosis, and 3 vessel runoff to left foot. Post dilatation was performed with an evercross. Then on (B)(6) 2012 there was an occlusion from the ostial lesion to the mid lsfa (approx 30cm segment); this was covered with stents with no flow through, the at artery was occluded and minimal reconstitution of the foot was observed. Ekos catheter directed thrombolytic therapy of left lower extremity performed. Angio on (B)(6) 2012 showed some flow through the at artery, which was angioplastied with residual spasm which was allowed time to recover. On (B)(6) 2012, there was serious stenosis of the common femoral artery (cfa) and a separate external iliac artery, profunda orifice stenosis, and sfa tight stenosis. Cfa endarterectomy and patch angioplasty performed. Then sfa endarterectomy of plaque at the ostial portion; removal of 2 stents (everflex in the ostial portion, and everflex in the sfa) was performed. Please reference mdrs 2183870-2015-00205 and 2183870-2015-00206 for the protege everflex stents referenced in this report.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.